Event description:
Event description boston scientific received information that patient presented to the emergency room where upon device interrogation elevated ventricular thresholds and loss of capture were observed. During the procedure to revise the lead, the physician elected to explant the lead and the associated pacemaker. There has been no allegation made against the functionality of the pacemaker. A non-boston scientific pacing system was implanted.